Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin. Net. Transmissions revealed the patient¿s implantable cardiac monitor (icm) had false pause episodes due to under-sensing and a cardiac electrograms (egm) anomaly. No intervention or patient consequences were reported.